Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros k+ result was obtained from a single non-vitros biorad l1 quality control fluid using vitros k+ reagent processed on a vitros 5600 integrated system. The assignable cause of the event is unknown; however, a pre-analytical sample mix up cannot be ruled as a contributing factor. The investigation was able to rule out a vitros k+ reagent issue or vitros instrument issue as possible contributing factors.

Event description:
A customer complained of a non-reproducible, higher than expected vitros k+ result obtained from a single non-vitros biorad l1 quality control fluid using vitros k+ reagent processed on a vitros 5600 integrated system. Biorad l1 result of 4.67 mmol/l vs. Expected 2.62 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician. The customer made no allegations that patient sample results were affected; however, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).